Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Complete entry section e1 - initial reporter establishment name = (B)(6).

Event description:
The customer observed a false nonreactive alinity I anti-hbc result on alinity I processing module, serial number (B)(6), for one patient. The following data was provided (the cutoff is 1.00 s/co): sid 2(B)(6) initial result = 0.66 s/co repeat results = 7.08 and 6.00 s/co. No impact to patient management was reported.

Event description:
The customer observed a false nonreactive alinity I anti-hbc result on alinity I processing module, serial number (B)(6), for one patient. The following data was provided (the cutoff is 1.00 s/co): sid (B)(6) initial result = 0.66 s/co repeat results = 7.08 and 6.00 s/co. No impact to patient management was reported.

Manufacturer narrative:
When troubleshooting the issue, it was discovered that the sample probe of the alinity I processing module was slightly clogged. The clogged/obstructed sample, alinity pipettor probes was cleaned and deemed the cause for the module generating the falsely nonreactive anti-hbc result. The instrument service history for serial number (B)(6) verifies no subsequent issues have been reported related to false nonreactive anti-hbc results after the current issue was identified. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with alinity pipettor probes did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or alinity pipettor probes was identified. All available patient information was included. Additional patient details are not available.